Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The separation was confirmed. The difficulty advancing could not be tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined for the reported difficulty advancing and separation were due to the circumstances of the procedure. It is likely that the wire may have been damaged during the insertion process resulting in separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: correction - catalog number and lot number.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a case to treat the left anterior descending artery. The high torque versaturn guide wire (gw) was inserted; however, resistance was felt. The gw was slightly pulled, but it was noticed that the gw had broken. To recover the broken piece, a snare was inserted. There was no clinically significant delay I the procedure. No additional information was provided.